Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently extended time to discharge and failed for high impedance. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, multiple shock tests and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable and paddles used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.